Event description:
Report received of tubing rupture during CT power injection. Contrast was being injected at 2cc/second during a CT of abdomen and pelvis when the tubing ruptured. The rupture occurred at the beginning of the injection. There was no blood leakage. Blood backed up to the rupture site but the tubing was clamped off before any blood leakage occurred. Contrast sprayed on the patient's skin/hair, but not in eyes. The IV site was lost and required a new IV to be started. The test then proceeded as normal. There was no reported adverse patient event.